Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a motor stop (stall) occurred after magnetic resonance imaging.  There was no pump alarm.  The pump was interrogated on (B)(6) 2024. As per interrogation, the following occurred: critical alarm regarding motor stall occurred on (B)(6) 2024 at 14:47, critical alarm regarding pump motor stopped longer than 48 hours on (B)(6) 2024 at 14:47, and pump motor stall recovery having occurred on (B)(6) 2024 at 14:34.  The aspirated pump reservoir volume matched approximately the calculated (expected) volume.  The patient did not experience withdrawal.  Regarding factors that may have led or contributed to the issue, MRI on (B)(6) 2024 was indicated. The pump was not interrogated after the MRI, but only at the next filling.  The company representative believed telemetry mode activated after the MRI.  No troubleshooting was performed.  No surgical intervention occurred and no surgical intervention was planned.  The pump remains implanted and in-service.  The issue was resolved as of (B)(6) 2024.  The patient was without injury regarding their status as of (B)(6) 2024.  The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). The implant date of the pump was unknown. The initial reporter was provided.